Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Sterile part 04.003.660s lot 7442137: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: august 28, 2013. Expiry date: july 31, 2022. Non-sterile part 04.003.660, lot 7442137: manufacturing location: (B)(4). Manufacturing date: july 26, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to non-union. In (B)(6) 2015, a patient was implanted with a lateral entry femoral nail and four locking screws for treatment of a right mid-shaft femur fracture. Subsequently, the patient was diagnosed with non-union. On (B)(6) 2016 the entire construct (a nail and four screws) was removed; all hardware was intact and removed easily. There was no surgical delay. The patient was revised with a new lateral entry femoral nail. Cultures were taken to determine if an infection was present; the results are unknown. The procedure was successfully completed. This is report 1 of 2 for (B)(4).